Event description:
A device was returned to a third party device center for evaluation. During evaluation, the service technician observed foam particles inside the device assembly. Additionally, tobacco contamination was found inside the device. Error code 53 (indicating an issue with the pca), error code 63 (indicating an issue with the pca), and error code 66 (indicating an issue with the pca). There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was scrapped.